Manufacturer narrative:
The fse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that ventilator not working properly, battery alarm, so it has been removed from service and awaiting service/repair. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. It was determined that the device is without battery and requires a battery replacement. The fse placed a parts order for the battery to be replaced. Resolution and disposition are pending - investigation ongoing.